Manufacturer narrative:
H6: investigation summary. There was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: missing vent plug. It was reported that the cannula was inserted into the patients arm by radiation therapist. Cannula package was missing a vent plug and therefore blood flowed freely out of the port creating a risk of body fluid exposure. Missing vent plug not noticed by health care workers until cannula inserted. Vent plug thought to be missing from package (i.e. Was never present). ¿ the line was clamped and blood flow stopped. Another package was opened and a vent plug was taken from that package. ¿ when contrast was added through the luer access split septum the second vent plug fell off. This lead to a second spill, this time of radiographic contrast. ¿ other cannula packages from same lot were checked by clinical nurse specialist and radiation therapist to ensure vent plug was present. ¿ no harm event. Created risk of body fluid (blood) exposure. Update: quantity: 2. Both from the same event, and both with the same lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: missing vent plug. It was reported that the cannula was inserted into the patients arm by radiation therapist. Cannula package was missing a vent plug and therefore blood flowed freely out of the port creating a risk of body fluid exposure. Missing vent plug not noticed by health care workers until cannula inserted. Vent plug thought to be missing from package (i.e. Was never present). The line was clamped and blood flow stopped. Another package was opened and a vent plug was taken from that package. When contrast was added through the luer access split septum the second vent plug fell off. This lead to a second spill, this time of radiographic contrast. Other cannula packages from same lot were checked by clinical nurse specialist and radiation therapist to ensure vent plug was present. No harm event. Created risk of body fluid (blood) exposure. Update: quantity: 2. Both from the same event, and both with the same lot